Manufacturer narrative:
Concomitant medical product: pri tubing, 60ml monoject syringe, therapy date: (B)(6) 2017. The customer¿s report that the pca stopped functioning during patient use was confirmed. Review of the pcu event log shows that the pca module was programmed to infuse hydromorphone 10mg in 50ml at 12:41 am on (B)(6) 2017. Because the same patient was selected, this kept the previous hydromorphone parameters of 0.3mg for the pca dose, 20 minutes for the lockout interval and 0.3mg/1hr for the max limit. A pca request was made and delivered 0.3mg at 12:43 am. At 1:13 am, another pca request was made; however, it was not delivered because this request put the max limit over the threshold of 0.3mg/1hr since it had just delivered 0.3mg. It was also reported that the alarm did not stop, however the log shows that the user pressed restart several times and the tamper switch and channel select but did not silence the max limit alarm until after 30 seconds. The user tried to restart the infusion again but the device was still in a max limit state. The device alarmed for door open and check syringe and the user eventually channeled off the device and powered off the system. The root cause of the customer¿s experience was user programming. No devices received, log review only.

Event description:
The customer reported that a pca was programmed to infuse 0.3mg hydromorphone every 20 minutes if needed with a maximum hour dose of 0.3 mg. The pca would not deliver the dose when requested and when the patient reached the maximum dose the pca would not stop alarming. There was no report of patient harm however the patient did not receive adequate pain relief. The patient's pain medication was changed to prn ivp dilaudid.